Manufacturer narrative:
The root cause of the customer's complaint is a manufacturing defect, hard plastic protruding from a bristle field.

Manufacturer narrative:
The diamondclean brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Additional contact information not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a piece of plastic appears in place of where a section of bristles should be in the brush head. No injury reported.